Event description:
The MFR received info alleging a ventilator was not delivery the proper volume. There was no pt harm or injury reported. The ventilator has yet to be returned to the MFR for evaluation. A follow-up report will be filed when the investigation is completed.